Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address pseudo-tumor and pain. Update: litigation papers received 3/4/14. Litigation alleges that the patient suffers from discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 3/26/14. Update 5/14/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, pseudobursa, and osteolytic lesion around the femoral component. No labs were provided for the alleged high metal ions. The stem is now being added. Lot number is being added to the femoral head. The complaint was updated on: 6/9/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.